Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No frozen display noted during testing. Device was received with scratched case, stained keypad overlay, missing serial number label end cap address label fading, pillowing keypad overlay, and broken belt clip rails. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that when they trying to deliver bolus screen gets stuck and they were not able to deliver it. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer stated that insulin pump buttons were not responding and no alarm occurred during or after the time that the buttons were not responding. Customer stated that insulin pump's buttons began to work in less than 5 minutes without battery change. Insert battery alarm did display on the insulin pump screen after removing the battery. Customer was assisted with inserting new battery and monitoring insulin pump screen. Advised customer to monitor the pump with the new battery for 2 hours and to call back if frozen display recurs. Customer reported that missing serial number and sticker fell off from insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.